Event description:
The user is questioning the functionality of the device during a patient use event. The patient outcome is unknown.

Event description:
Update: the customer has confirmed this issue was not discovered during a patient use event. It has been reported that the AED is not functioning properly. The user is questioning the functionality of the device during a patient use event. The patient outcome is unknown.